Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-five days following the implant of this transcatheter bioprosthetic valve, infective endoc arditis was reported and treated with antibiotics. No additional adverse patient effects were reported.